Event description:
The dealer states the screws on the joystick case have come out and also parts from inside have come out. The consumer also stated that the chair is running faster since the new joystick was put on. This is probably a programming issue and not a problem with the joystick. When the joystick is replaced, the dealer will program it to the correct speed.